Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
E-mail received from the sales rep. Informed that: "product 82-3164 was put in on (B)(6). The patient development hygromas. One of his ventricles collapsed and the brain shifted. He replaced the valve yesterday to the 82-3162. I would like to return this valve". Additional information received from the sales rep. On 11/24/2014: "in surgery it appeared blocked since a lot of fluid came from the proximal/ventricular catheter. However, he set it at 200 on (B)(6) and replaced it on (B)(6)".

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 200mmh2o. The valve was visually inspected, needle holes in the needle chamber were noted, and no other defects were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried and the valve was leak tested, which was found only to leak from needle holes in needle chamber. The valve was reflux tested, and passed the test. The valve was tested for programming and failed the test; during the programming process the cam mechanism did not move. The valve was pressure tested and passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled and no defects were found. A review of the history device records confirmed the valve product code 82-3164, with lot crgb36, conformed to the specifications when released to stock on the 18th june 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.